Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported flap thickness (thin flap) was twenty to thirty microns thinner than that the actual thickness in the unknown eye of a patient during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site technical visit, field service engineer performed device check and recalibrated cutting depth. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after date of first receipt for complaint. Most recent technical site visit confirmed device met specifications as per service installation record. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported flap thickness (thin flap) was twenty to thirty microns thinner than that the actual thickness in the unknown eye of a patient afterlasik surgery.